Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn and broken. Dimensional and functional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.00/1.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged within the same surgery due to refractive surprise. The problem was resolved. Cause of the event is reported as device.